Event description:
It was reported that during a radical cystectomy w/ileal procedure, during the seventh firing of the device with a vascular white load. The device made a popping sound during the firing sequence. The product was removed from the field and a new device was utilized. There were no patient consequences.

Manufacturer narrative:
(B)(4). Yoke teeth. The analysis results found that an ats45 device was received in good visual condition and with no reload loaded in the device. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.